Event description:
A technician and I were transferring a hoyer lift patient from his electric chair to the bed. Everything was hooked up correctly and we had just got him just above the bed and were lowering him down and one of the clips broke off and the straps came out and the patient fell down into the bed. Manufacturer response for patient lift, (brand not provided) (per site reporter) describe malfunction: nurse claims clip broke., companion serial no:, cause/resolution: upon inspection, clip was replaced and lift is working properly., functioning as designed: yes, performed func test: true, performed visual test: true, performed audible test: false, part serial no: na, pm sticker present:, pm sticker date:, surv injury/death: asked but not provided, patient information issue covered by and found during pm or bpi/pdi? Yes, (complete patient information): _x_ no. (Complete patient information & adverse event) describe malfunction/event: staff stated that he was told by a nurse that they were transferring a patient to his bed from the lift and one of the clips broke and the patient fell into the bed but not sure at this point if the patient was injured or not.